Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG falloff test. The j500 connector on the belt's distribution node pca was corroded. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed an ECG falloff test. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of electrode belt disconnection.